Event description:
The surgeon successfully implanted a model aa4203tl intraocular lens. The pt's post-op refraction is -1.75+1.25x178. The surgeon does not intend to explant this lens because he states that the pt is happy with the results. However, the surgeon feels that the post-op outcome should have been closer to planed.